Manufacturer narrative:
One medfusion pump was returned for investigation in good condition. There was no external damage on the pump. A review of the event history log (ehl) revealed a primary audible alarm bgnd test, followed by a secondary acu watchdog failure. An occlusion test was performed. The primary audible alarm bgnd test was reproduced upon power up. The acu watch dog reported by the customer was not reproduced however. The customer reported product problem (acu watchdog failure) was only verified based on the ehl review. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There was no damage on the speaker or interconnect board. The problem source of the reported product problem was unknown. A root cause was not established. The speaker was replaced as a preventive measure. The pump was deemed to have passed all the functional tests following the standard preventative maintenance.

Event description:
It was reported that the pump displayed an acu watchdog failure. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: additional information: e1: email address.